Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with cracked and scratched display window. Insulin pump received with minor scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there are cracks on the display screen. Customer stated that he may have carried something sharp against pump that pierced the screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.